Manufacturer narrative:
Section h10: (h3) the evaluation noted in the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening and joint pain. However, this cannot be confirmed because the components were not returned for evaluation. The reason for the reported tibial insert breakage cannot be determined based on the information provided. No information provided in the following section(s): a4, a5, b6, b7, and e3. The following section(s) have additional info: g4, g7, h1, h2, h3, h6, and h7.

Manufacturer narrative:
The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, instability, and femoral loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.

Manufacturer narrative:
Device evaluated by manufacturer? Pending evaluation.

Event description:
Index surgery: (B)(6) 2016 . The patient did fairly well for the first 3 years, then in (B)(6) 2019 she began to notice increasing pain, swelling and stiffening of the knee. She had fluid removed from the knee but that did not help. In (B)(6) 2019 she had a nuclear test which showed the implant had loosened from her femur. Revision surgery took place on (B)(6) 2019. The patient's recovery from the revision surgery is much more difficult and painful. The patient was given the explanted liner in a biohazard sealed bag and she has not opened the package or done anything to the condition of it.